Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 2 syringes in each cheek with juvéderm voluma® xc. Approximately one week later the patient experienced ¿swelling on their left cheek¿. The patient was referred to a local injection partner to be assessed. It was determined the patient might have a minor infection or a reaction to the filler, and was put on an oral antibiotic. The following day the patient flew out of state and messaged the injector stating their swelling was much worse. The patient was seen at another practice in that state who explained to the patient that voluma was the cause of the adverse events. Symptoms are ongoing.